Event description:
It was initially reported (B)(6) 2012 that the patient had a lot of pain with a pain level at about an 8. The patient did not have a sacrum and he sat on his spine. The patient's health care professional (hcp) had him on a high dosage of methadone. The patient had problems with his fingers and surgeries on his elbows. The patients pump reached had "expired" about two months ago. The hcp would not treat him on an emergency basis. The hcp stated if the pump stopped the patient would go through withdrawal. The patient was going to be scheduled for a pump re-implant next week. It was reported (B)(6) 2012 that the patient had received assistance from his doctor or manufacturer representative and his concerns were resolved. Eleven months later it was then reported that the pump had been shut off and did nothing but beep every hour since 2007. The hcp turned the pump back on in 2011 and between then and the "due date" the pump "went out". The hcp wanted to replace the pump, but was not happy with the pump therapy. The patient was a quadriplegic and "there was no place to put a pump" on him. The pump was empty at the time of the report and had been since (B)(6) 2012 . Three days later it was reported the patient had never gotten pain relief from the pump. No cause was determined. The pump eventually reached the normal end of battery life and there was no allegation of premature depletion. Additional review determined the report of the pump being turned off and the pump being empty was previously reported in manufacturer report #3007566237-2013-03650. Any additional information regarding this event will be reported in this manufacturer report number.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).